Manufacturer narrative:
Visual inspection: during the investigation, scratches on the outer housing of the valves, but no significant deformations were determined. Permeability test: a permeability test has shown that the m.blue is occluded while the progav 2.0 is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical position. Due to the determined occlusion the m.blue, a computer controlled test is not applicable. The result shows that the progav 2.0 does not operate within the accepted tolerances in the horizontal position. A slower outflow of progav 2.0 could be determined. Adjustment test: the valves were tested and the progav 2.0 is adjustable, but the m.blue is not adjustable to all pressure settings. Braking force and brake function test: the brake functionality test for the progav 2.0 has shown that the brake function operates as expected and the braking force is within the given tolerance. Internal inspection: after dismantling of the valves, organic deposits were found in both valves. Results: based on the investigation results, a blockage and non-adjustability were detected in the m.blue. In addition, a slowed outflow of the progav 2.0 was detected. The deposits visible in the valves led to the functional impairments. Visible deposits were also detected in the control reservoir. The deposits did not affect the technical properties at the time of the investigation. Organic matter in the cerebrospinal fluid can influence the function temporarily and are known inherent side effects in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx824t) was implanted during a procedure performed on (B)(6) 2022. According to the complainant, the shunt system caused a blockage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.